Event description:
Litigation alleges that patient had pain, discomfort, and soreness. During his revision surgery, patients cup was found to be loose. (B)(6) 2012- medical records were obtained. Medical records indicate some corrosion noted around the trunnion.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.